Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an ablation procedure, inappropriate programming of the pulse generator led to pulmonary edema and heart failure. The device was reprogrammed and the patient recovered rapidly.